Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the hinge post disengaged and backed out from the hinge mechanism and was floating independently in the joint space. The pt was revised.